Manufacturer narrative:
A complete lead was returned in one piece measuring 86.2 cm. Analysis was completed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the asymptomatic patient presented for an in clinic follow up. A chest x-ray was completed during examination to reveal the left ventricular lead was dislodged. The lead was explanted and replaced. The patient was stable.